Event description:
According to the medwatch (B)(4) "the patient came to the inu for a defective catheter. The dialysis catheter was pulling air and leaking where the white hub meets the tubing. The hub of the catheter was removed , and a catheter repair kit was used to place a new hub on the dialysis catheter".

Manufacturer narrative:
Qn#(B)(4). Medwatch (B)(4). Additional information was received from the customer and it was reported that there was no harm to the patient. The customer returned one hemodialysis connector assembly for evaluation. The device contained signs of use in the form of biological material. After the connector assembly failed functional testing, it was microscopically examined. A small separation was found on both extension lines near the juncture hub. The appearance of the damage is consistent with a continuous pulling force being placed in opposite directions on the juncture hub and extension line body. The outer diameter of both extension lines and the inner diameter were measured and all were found to be within specification. The connector assembly was functionally tested by plugging the distal end of the metal cannulas and attaching a lab inventory syringe filled with water. When the plunger was depressed into both extension lines , water leaked out of the juncture hub area. A manual tug test confirmed the extension line body was secure within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit cautions the user , "avoid excessive or prolonged use of alcohol-based solutions and ointments to clean catheter or site care." The IFU was also instructs the user to, "attach syringes to extension line hubs and open clamps. Blood should aspirate without difficulty from both extension lines." The customer report of an extension line leak was confirmed by complaint investigation. Both extension lines of the returned connector assembly were partially separated near the juncture hub, which allowed for leaking to occur. The appearance of the damage is consistent with a continuous pulling force being placed in opposite directions on the juncture hub and extension line body. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Hence, the probable cause of the damage is likely unintentional user error. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Medwatch (B)(4). Customer contacted to obtain additional information. No response from customer at the time of this report.

Event description:
According to the medwatch (B)(4) "the patient came to the inu for a defective catheter. The dialysis catheter was pulling air and leaking where the white hub meets the tubing. The hub of the catheter was removed, and a catheter repair kit was used to place a new hub on the dialysis catheter".